Event description:
The radiologist was using the neff set for liver access and during the procedure, the pmg nitinol wire kinked and a small piece of the platinum tip broke off and has remained in the liver tissue of the pt. The radiologist decided to leave the small piece of wire in situ. The pt will be monitored. Pt outcome was not provided by reporter. No further info has been provided.

Manufacturer narrative:
(B)(4). This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. An examination for the returned device shows a separation of the coil wire. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design spec. The event description states the wire "kinked" which would have made withdrawal difficult resulting in device failure. Exact root cause is unk. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk analysis to warrant mitigation activities.